Event description:
An international distributor reported their customer's AED asi is flashing red, and reporting the battery is almost empty. The customer did not report this occurring during patient use. No specific AED information was provided; the distributor did provide battery serial number (B)(6).

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that battery pack was expired as of 09/30/2023. The cause of the AED reporting the battery was almost empty was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed. Once a new battery was installed the AED functioned as designed and was able stay in service.